Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture and "a routine mammogram found leaked silicone in my lymph nodes. Nobody contacted me to advise on risk of lymphoma. I am very worried and upset at lack of help and advise." The device remains implanted.